Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322. The cause was identified to be an out of specification lower auxiliary which requires replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.